Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-25350. It was reported that the patient presented for a follow-up in clinic. Upon review, it was noted that the patient was experiencing back pain. An echo was performed, and it was discovered that the right atrial lead and right ventricular lead perforated. Both leads were successfully repositioned. The patient was in stable condition.